Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer report number: 1627487-2020-32520. It was reported that the patient's scs leads had migrated and were subsequently explanted and replaced. This surgical intervention successfully resolved the issue.